Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened down arrow button dome switch. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It is reported that a customer had issues with the keypad on the insulin pump. The pt's blood glucose level was at 7.4 mmol/l. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.